Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the pacemaker exhibited premature battery depletion and a false elective replacement indicator(eri) alert. The device was reset and restored successfully. The patient condition was stable.